Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, an emergency conversion of the procedure to open surgery was required, and as a result the instruments installed into the universal side manipulators (usms) had to be released using an instrument release kit (irk). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the information obtained from the surgeon indicated that the emergency decision for procedure conversion did not occur due to a defective isi system, usm, or instrument. Additionally, the customer indicated having knowledge of the isi instructions for use (IFU) from the instrument & accessory user manual reminding the user ¿do not re-use an instrument that has had its grip released with the instrument release kit. Re-using an instrument after use of the instrument release kit could result in critical failure of the instrument and injury to the patient.¿ no further information was provided.

Manufacturer narrative:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, an emergency conversion of the procedure to open surgery was reported and as a result the instruments installed into the universal side manipulator (usm) arm had to be released using an instrument release kit (irk). Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the adverse event. Based on the investigation, there is no indication that the device directly caused a conversion to open surgery. There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure. As a result, no products are expected to be returned for analysis. Event verification confirmed the occurrence of a procedure on 30-aug-2022 using system sl0496. This complaint is considered a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to an unknown reason.